Event description:
It was reported that during a laparotomy procedure, with two blue reloads the staple line didn¿t hold. The surgeon set a colostoman. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2015. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: additional information received: what is the patient¿s current condition? Stable, no additional problems. What surgical procedure was being attempted? Low anterior resection with ileostomy. Were the two (2) blue cartridges used in a single reload or proximal and distal transection separately? I do not know. Were any of the forces higher or lower than expected (closing, firing, or opening)? Nothing unusual. Were any unexpected noises heard? If so, when? No. Were any unformed or malformed staples observed? If yes, where were they located? No malformed staples were observed. Were any loose staples noted intraoperatively? If yes, where? Yes, to some extent in the lesser pelvis. Is the colostomy temporary or permanent? Now probably permanent. The analysis results showed that the cs40b device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. In addition another cartridge was received fully fired. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.